Event description:
It was reported that an arteriotomy closure of a mildly calcified and mildly tortuous common femoral artery was attempted using a starclose se device after a percutaneous transluminal interventional procedure. Reportedly, the device could not be retracted out of the patient. The safety release mechanism was used and slight tension was applied, but the device could not be removed. The device was surgically removed from the patient under local anesthesia. Manual arterial compression was applied to achieve hemostasis. There was no reported adverse patient sequela or clinically significant delay in the procedure or therapy. The physician is reportedly trained in the use of the starclose se device. No additional information was provided.

Manufacturer narrative:
(B)(4). Per the instructions for use, failure to follow steps/instructions - failure to take a femoral angiogram before device deployment. Per the instructions for use, do not deploy clip in areas of calcified plaque. The device is expected to be returned for evaluation. It has not yet been received.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. Based on the damaged condition of the device, the reported event was confirmed. Based on visual analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Results of the query of similar incidents in the complaint handling database from this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency. The common femoral artery was mildly calcified and mildly tortuous. Reportedly, a femoral angiogram was not performed prior to device usage. The starclose se instructions for use (IFU) states: perform a femoral angiogram through the side port of the procedural sheath to determine the location of the arteriotomy site, the vessel size, and the presence of disease, calcified plaque, stenosis, chronic or acute occlusion, tortuosity or presence of arterial wall dissection. The IFU also states: do not deploy the clip in areas of calcified plaque.